Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the spo2 module. Corrections included replacement of the unit's top housing interface pc board assembly. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected spo2 monitoring. No patient injury was reported.